Event description:
A report was received that a patient's pocket site was revised due to discomfort. The physician examined the patient and determined that the ipg was too superficial in the pocket site which caused the discomfort. The pocket site was relocated and the patient is reportedly doing well following the revision.

Event description:
A report was received that a patient's pocket site was revised due to discomfort. The physician examined the patient and determined that the ipg was too superficial in the pocket site which caused the discomfort. The pocket site was relocated and the patient is reportedly doing well following the revision.